Event description:
It was reported to boston scientific corporation that during a ureteroscopy with laser lithotripsy procedure using a flexiva 200 tractip laser fiber, when the fiber was threaded through the acmi flexible scope, the aiming beam was exiting from two parts of the tip of the fiber and not the intended tip location. As a result, the fiber was never fired due to the defect with the aiming beam. Laser energy from a 100 watt lumenis laser set at .6 joules and 6 hertz was being used with the fiber. The procedure was completed with another flexiva 200 tractip laser fiber, without any complications to the patient, who is reportedly "fine" post procedure.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy with laser lithotripsy procedure using a flexiva 200 tractip laser fiber, when the fiber was threaded through the (B)(4) flexible scope, the aiming beam was exiting from two parts of the tip of the fiber and not the intended tip location. As a result, the fiber was never fired due to the defect with the aiming beam. Laser energy from a 100 watt lumenis laser set at .6 joules and 6 hertz was being used with the fiber. The procedure was completed with another flexiva 200 tractip laser fiber, without any complications to the patient, who is reportedly "fine" post procedure.

Manufacturer narrative:
Visual analysis of the returned fiber revealed 4.0 mm of exposed glass tip remaining and appeared unused. Bubbles were observed under the coating of the fiber. The aiming beam is reflecting off the bubbles giving the appearance that the aiming beam is exiting from more than one location. However, functional testing revealed the aiming beam is not exiting out of the bubbles or any other location on the body of the fiber. The aiming beam is bright, clear and round. Effective transmission of the fiber is 80%; indicating the fiber is still functional.